Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that there were no specific error codes were seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The patient's baseline weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional as part of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had not utilized their device over several months. The patient did turn the device on (B)(6) 2017. It was interrogated in the office on (B)(6) 2017, but no data was available secondary to issues with the battery and ins clock. Summary report observations included charger sooner, position trend suspect, check ins clock, and ins clock has changed. The patient then presented to the clinic on (B)(6) 2017 and the ins clock was reset without any changes made to programming. The issue resolved without sequelae (B)(6) 2017. The device diagnosis was an issue with the ins clock. Etiology was related to the device or therapy, specifically to the ins, and not related to the implant procedure. No symptoms were reported.